Event description:
Lifted proximal struts. This was the tubular, moderate calcification mid right coronary artery (rca) lesion. The lesion was pre-dilated using a 2.0 non-compliant balloon. The stent delivery system appeared normal prior to inserting it into the guiding catheter and no resistance encountered. There was resistance while tracking the stent deployment system to the lesion. (Calcification and mild tortuousity pre to lesion was noted). The stent did not cross the lesion and resistance felt when the stent deployment system was withdrawn into the medtronic jr4 guiding catheter. During removal of the system proximal end of the stent had struts lifted. No excessive force was applied to the device during insertion or withdrawal. The procedure was completed using a 2.5 x 28 cypher with assistance of buddy wire. There was no adverse effect to this male patient.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.